Event description:
The patient reported that when she went to bolus, the ok button required multiple presses to respond. The patient reportedly does not use any protective products on pump, wears the pump under garment against body and does not clean the pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. The ok button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.